Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, it was reported that a beta bionics ilet user was unable to twist the luer connector onto the device during a supply change. The user¿s blood glucose was unaffected, and the issue was resolved after retrying with a new connector. There was no report of end-user harm or adverse event associated with this case.